Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that problem was purewick female external catheter caused urinary tract infection. Was a caretaker of 2 elder ladies and one was put in the hospital. They used that one and that sucked a knot their labia and gave her urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. The event has been previously reported 1018233-2025-10998. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that problem was purewick female external catheter caused urinary tract infection. Was a caretaker of 2 elder ladies and one was put in the hospital. They used that one and that sucked a knot their labia and gave her urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.